Event description:
The system 7 dual trigger rotary was sent for eval due to running on its own w/o user activation during a total hip case. A back-up device was used to complete the case w/o any clinically significant procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.